Manufacturer narrative:
Patient¿s age, gender, and weight were not provided. (B)(4). Approximate age of device: 6 days. (B)(4). The explanted device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient had an elevated plasma free hemoglobin of greater than 30 mg/dl, and a lactate dehydrogenase level (ldh) of 410 u/l. On (B)(6) 2017, the patient experienced a pulseless ventricular tachycardia cardiac arrest and ventricular fibrillation. Heart catheterization found a large aortic root thrombus with extension into the coronary arteries. IV heparin and cangrelor infusions were initiated. The patient was successfully resuscitated. On (B)(6) 2017, the patient was anemic, had hyperbilirubinemia, and experienced a myocardial infarction and right ventricular failure. Extracorporeal membrane oxygenation (ECMO) was initiated. The patient's ldh level elevated to 1447 u/l, and the central venous pressure was greater than 16 mmhg. The inferior vena cava was dilated and there were signs of worsening hepatic and renal function. The pump was subsequently explanted and replaced with a total artificial heart due to persistent biventricular failure. No additional information was provided.

Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the returned pump, and a correlation between the device and the reported right heart failure, elevated ldh, renal failure and hepatic failure could not be conclusively determined. The pump was returned with the driveline severed approximately 11.5 inches from the pump and the severed portion of driveline was not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption compared to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Hemolysis, right heart failure, renal failure and hepatic failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.